Event description:
It was reported that patient presented to clinic reporting alarming while on mobile power unit (mpu) for 3 days. Alarming was able to be replicated in clinic. It sounded like red heart hazard alarm, but no message on screen or red heart illuminating on system controller. No alarm was noted on batteries. The patient then was connected to power module in clinic. Alarming was able to be replicated, but no alarm banner, no red heart illuminated on the controller, and not registering on interrogation log file. The controller and modular cable were exchanged in the clinic. No alarms were noted since exchange. The event log file contained history from (B)(6) 2023 17:10:41 - (B)(6) 2023 9:41:34. There were no unusual alarms recorded during this history.

Manufacturer narrative:
Related MFR #: 2916596-2023-08597. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: 8585405) was returned for evaluation following the reported event of intermittent auditory alarms while connected to the mobile power unit; however, it was determined that the modular cable was unrelated to the cause of the reported event. The returned modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller, and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The modular cable was also tested alongside the returned system controller without any issues. The reported event could not be correlated to an issue with the returned modular cable. The cause of the reported event has been addressed via the system controller investigation. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 8585405, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 10oct2022. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.